Event description:
Pt status post plate and screw implantation on an unk date returned to surgeon for the 6 week f/u, date unk. X-rays showed a va screw loosening (diaphyseal screws). Pt is reportedly morbidly obese ((B)(6)) and pt is osteoporotic. Pt has admittedly had trouble staying non-weight bearing. Surgeon indicated during implantation, the pt was (B)(6) that the guide had to be placed in situ after the plate was slid with the handle. Surgeon had to push in on the fat in order to get the aiming arm to attach to the handle. Surgeon also indicated there was soft tissue pressure that was kicking the guide slightly off. It is not known if surgeon will explant the product, no further info was available. This is one of two reports for this event.

Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd.